Event description:
Patient was in lab for a left heart catheterization. An ifr wire was placed in the right coronary artery, then a laser catheter. The right coronary artery (rca) was lasered, laser catheter removed. A philips ivus catheter was placed on the wire, unable to cross the lesion, and removed intact. A boston ivus catheter was then attempted. Physician had difficulty removing the ivus and when it was removed, the the ifr wire came out with it, but was sliced in half.